Event description:
Customer reported large differences in her blood glucose value versus sensor glucose value. Customer stated that her blood glucose value at the time of the call was 205 mg/dl, while sensor glucose value was 170 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.